Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. Data was provided for evaluation. Loss of connection was undetermined, however, the device operated within specification. A root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.